Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. This device has been returned for analysis. This report will be updated upon completion of analysis. If information is provided in the future, a supplemental report will be issued. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of less than 200 ohms. The impedances had been low since implant. After the lss, noise and oversensing were observed. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and there was an issue affecting the ra pacing circuitry. The boston scientific ts consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was reprogrammed to vvi mode to conserve the remaining battery longevity and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of less than 200 ohms. The impedances had been low since implant. After the lss, noise and oversensing were observed. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and there was an issue affecting the ra pacing circuitry. The boston scientific ts consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was reprogrammed to vvi mode to conserve the remaining battery longevity and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of less than 200 ohms. The impedances had been low since implant. After the lss, noise and oversensing were observed. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and there was an issue affecting the ra pacing circuitry. The boston scientific ts consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was reprogrammed to vvi mode to conserve the remaining battery longevity and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis. If information is provided in the future, a supplemental report will be issued. Additional information has been requested from the field. If additional information is received, this report will be updated.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to right atrial (ra) impedance measurements of less than 200 ohms. The impedances had been low since implant. After the lss, noise and oversensing were observed. Additionally, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and there was an issue affecting the ra pacing circuitry. The boston scientific ts consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.